Manufacturer narrative:
Reported event: mps reported arm dropping during 'rio registration' and 'bone preparation' haptics. J3 appears to be the joint most affected by this dropping behavior. Tha work performed: mps reported arm dropping. Observed j3 brake not fully engaging and warning on j3 brake test. Replaced j3 brake hub, which resolved issue. Observed j3 trans cable post. Replaced post. Performed all applicable testing with successful results. Robot is ready for use the event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: yes troubleshooting notes: j3 appears to be the joint most affected by this dropping behavior work performed: mps reported arm dropping. Observed j3 brake not fully engaging and warning on j3 brake test. Replaced j3 brake hub, which resolved issue. Observed j3 trans cable post. Replaced post. Performed all applicable testing with successful results. Robot is ready for use work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm dropping during 'rio registration' and 'bone preparation' haptics. J3 appears to be the joint most affected by this dropping behavior. Tha work performed: mps reported arm dropping. Observed j3 brake not fully engaging and warning on j3 brake test. Replaced j3 brake hub, which resolved issue. Observed j3 trans cable post. Replaced post. Performed all applicable testing with successful results. Robot is ready for use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported arm dropping during 'rio registration' and 'bone preparation' haptics. J3 appears to be the joint most affected by this dropping behavior. Tha work performed: mps reported arm dropping. Observed j3 brake not fully engaging and warning on j3 brake test. Replaced j3 brake hub, which resolved issue. Observed j3 trans cable post. Replaced post. Performed all applicable testing with successful results. Robot is ready for use.